Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised that they could continue using the pump and to contact technical support if the issue reappeared, which the caller acknowledged and understood.